Event description:
It was reported by the surgeon that a revision surgery was performed to remove the implant.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report h3 other text : not available.

Event description:
It was reported by the surgeon that a revision surgery was performed to remove the implant.

Manufacturer narrative:
It was reported that patient had infection. As a result, surgeon removed all hardware. In a follow-up, the sales rep mentioned that the patient had a history of infection but no infection at the time of implantation. He also mentioned that the device was sterilized per the related instructions for use. This case was presented to stryker's medical expert. He stated that "if there is valid sterilization documentation then the implant did not cause or contribute to the infection." Conclusively, this event does not meet complaint requirements, and the investigation is closed as a product inquiry accordingly. H3 other text : device discarded.